Event description:
Reporter alleges she used a new toothbrush with the recommended crest toothpaste and the bristles disintegrated in her mouth. She alleges this is the second oral b toothbrush that has disintegrated in her mouth. Reporter wants the FDA to look into this issue as she believes it is unsafe and should not be on the market.